Event description:
On (B)(6) 2012, an event was reported to cormatrix cardiovascular involving a pseudoaneurysm and the cormatrix ecm for carotid repair product. On (B)(6) 2012, the patient was implanted with the carotid repair product. It was reported that nothing out of the ordinary occurred during the implantation. On (B)(6) 2012, during the patient's follow-up appointment, the surgeon observed the formation of a pseudoaneurysm. The patient underwent a reoperation on (B)(6) 2012. During the reoperation, nothing remarkable was observed regarding the suture line or native tissue. The surgeon checked to ensure the suture line or native tissue. The surgeon checked to ensure the suture line was intact, which it was. However, in the middle of the carotid repair patch, the surgeon observed a pseudoaneurysm 2x3.5cm in size. The surgeon stated that the pseudoaneurysm was very thick and fibrous. The carotid repair product was explanted and the patient's carotid artery was repaired using a the patient's own vein. The patient has had a complicated medical history. The patient had previously undergone a coronary artery bypass graft surgery. During the surgery, a pathogen was discovered in the patient's sternum and the patient's sternum was subsequently removed. Additionally, the patient suffered a stroke around (B)(6) 2012. The cause of the pseudoaneurysm is unknown; however, it is possible that the patient's complicated medical history and condition were contributing factors.

Manufacturer narrative:
Cormatrix has been unable to obtain follow-up information on the status of this patient; the current status of the patient is unknown.